Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. Upon confirming the subject device, it was discovered that the tissue pad was not very worn out. Therefore, the information provided from a initiator was confirmed. It was indicated that the subject device was the first device which was used for the procedure. The tissue pad of the first device was worn out. No contact marks or scratches were observed on the grasping section. Broken pieces that appeared to be a tissue pad were returned. It was not possible to identify the location where the tissue pad fell off. However, it is possible that the area shown below is the location where the tissue pad fell off. No scratches or contact marks was observed on the probe. The DHR with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. [Inspection] ultrasonic output [inspection] appearance peeling of the tissue pad could not be determined. This reported event was determined to be the tissue pad wear. A likely mechanism causing detachment of the tissue pad might be the following: grasping section was closed without grasping anything between the grasping section and the distal end of the probe while ultrasonic output was activated (this includes after tissue resection). This might have caused the tissue pad to wear out. Also, this might have caused the tissue pad to tear partially. A force was applied to the torn tissue pad, causing it to detach. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by a nurse that during an unspecified procedure using the subject device with usg-400, unknown errors occurred frequently. The tissue pad was peeled off when the user returned from the patient. The user showed that a part of the tissue pad was on a instrument stand. The intended procedure was completed with another device. There was no patient injury reported.